Event description:
It was reported that the patient experienced a herniation of the cylinder of an inflatable penile prosthesis (ipp). The ipp still remains implanted and active. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a herniation of the cylinder of an inflatable penile prosthesis (ipp). The ipp still remains implanted and active. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was reported that the device was explanted and replaced.